Manufacturer narrative:
Concomitant medical products: product ID: 377875, lot# n0037165, serial# implanted: 2005-11-10, product type: lead. (B)(4).

Event description:
It was reported that the patient was in a motor vehicle accident on (B)(6) 2006. The patient had pain with mobility activities. He also had low back pain, radiating to the left buttocks and left leg. From (B)(4) 2006, the patient had difficulty with locomotion and low back pain radiating down the right leg. The patient underwent doppler lower extremity arterial examination due to leg pain. Impression: normal bilateral lower extremity arterial doppler; no focal areas of stenosis. In (B)(6)2006, the patient presented with failed back surgery syndrome and neuropathic pain. He also had severe headache. The patient underwent a lumbar epidural steroid injection procedure. There were no patient complications. In (B)(6)2007, the patient had the following preoperative diagnosis: postlaminectomy syndrome residual radiculopathy. The patient underwent the removal of the dorsal column pulse generator and removal of two dorsal column electrodes. No patient complications were reported. The patient also underwent intra-operatively fluoroscopy. It was noted that the patient had a history/comorbidities of persistent low back pain, failed back surgery syndrome, left leg pain, coronary artery disease, hyperlipidemia, migraine headaches, bleeding disorders, arthritis, chronic fatigue syndrome, pneumonia, night sweats, memory loss, sinus problems, joint pain, stress and depression. The patient had six separate right knee surgeries between 1988 and 2003, left hand surgery three times in 2002 and 2003, and a right elbow surgery in 1998. Follow up could not be conducted at this time. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported that the motor vehicle accident occurred before the device was implanted. The patient was a police officer whose vehicle was hit by a drunk driver on (B)(6) 2004. That was when his history of symptoms started. In (B)(6) 2005, the patient started a spinal cord stimulator (scs) trial. The patient presented with the following pre-operative and postoperative diagnosis: failed back surgery syndrome in the lumbar spine. The patient was given sedation and a 14-gauge introducer epidural needle was advanced under direct fluoroscopic guidance on a paramedian approach to the left until loss of resistance. Proper epidural placement was confirmed with 3 ml of isovue m-200 in both anterior and posterior views. Then a 33 cm lead was advanced under direct fluoroscopic guidance until the top zero lead was at the superior edge of the t9 intervertebral body slightly off to the left. It was midline and slightly off to the left. Amplitude of 3-4 volts, pulse width was 400, rate was 50. The electrodes used to stimulate were negative 1 and 2 was positive. This did cover the patient's extremity. He had left lower extremity radiculopathy from the buttocks down through the posterior lateral aspect of his high and calf, not into the foot. The tingling paresthesia pattern did cover his pain pattern. The patient was very pleased with the sensation. After the needles were withdrawn, they confirm proper placement at the superior margin of t9, slightly off to the left. The lead was secured with tegaderm and steri-strips as well as 2% silk. Immediately, post-procedurally, he had good stimulation pattern. A manufacturing representative (rep) did inform the patient how to use the device. There were no complications during the needle placement or withdrawal. He had no new focal neurological deficits. A single fluoro spot image of the thoracolumbar spine was obtained. There was a scs seen midline in the pedicles. In (B)(6) 2005, the patient presented with the same pre-operative and post-operative diagnosis and underwent a procedure for the scs implant. The patient underwent monitored anesthesia care (mac). Two leads were placed, both of which had 8 positive and negative anode configuration. The patient was implanted with a rechargeable device. A 14-guage introducer, epidural, was inserted under direct fluoroscopic guidance x2 into the epidural space at l2-3. Both needle placements were confirmed with 2 ml of isovue and 200. The left lead was advanced until the lead tip was at mid-level at t8. The amplitude used to captured and cover the radicular component on the left lower extremity was 1.5. Pulse width was 450. The rate was 40. Electrode configuration on the left lead was positive 2, negative 3, 4. The tip lead 0 was atthe bottom of t8. The amplitude was 2.3; pulse width was 450; rate was 40. Configuration of the electrodes was positive 11, negative 12, and positive 13. This did cover the patient's radiculopathy from the left hip all the way down the left lower posterior and anterolateral aspect of the left lower extremity to the left heel. The needles were withdrawn and most stimulator leads were than tested again and it still covered his painful region adequately. After the needles were withdrawn, the lead configuration placement was once again confirmed under fluoroscopy. The patient was then put into a deeper level of sedation. A scalpel and cautery was used to visualize the supraspinous and interspinous ligaments. Two bumpy anchors with the glue were then secured along the interspinous ligament. Both leads were then coiled and secured. The pocket was on the right hip above the beltl ine. The horizontal incision was approximately 6 cm. They then tunneled from the spinal incision to the pocket and the leads were advanced and connected to the pulse generator. Before closing the incision, the pulse generator was checked and was operating adequately. Both incisions were closed and there were no complications. The patient was observed for 30 minutes postoperatively and he was doing well. There were no new focal neurologic deficits. There were no complications during the lead placement or withdrawal. They were again secured in place and remained intact. The patient did have good stimulation pattern initially postoperatively. Fluoroscopy was provided during the spinal stimulator procedure. A singled, coned-down portable intraoperative view of the lower thoracic spine showed two spinal stimulator tips overlying the t7-t8 vertebral body level. An overlying metallic rod was seen overlying the t9 vertebral body level obliquely. In (B)(6) 2005, the patient had back pain and le radiculopathy. The patient's plan included therapeutic exercise, electrical stimulation and ultrasound. In (b)(6 was referred to a facility for a functional capacity evaluation. At that time, based upon his test performance, he was unable to perform the duties and physical demands of a medium physical demand level job. He demonstrated the ability to lift at a sedentary physical demand level, but this tolerancefor sitting and standing were not adequate for occasional frequency. The patient voiced discomfort after sitting or standing for too long. During the waddell's test, there was shooting pain down his leg. The patient also had increased pain during the lifting activity. The patient was able to perform the valpar 9 whole body range of motion of secrew/unsecrewing, the purdue pegboard test, and the complete minnesota dexterity test, with little or no complaints of discomfort in his arms or hands. They recommended that the patient continue physical therapy services to address the issues he was having with functional activities in the home environment and increase his quality of life. On (B)(6) 2006 it was noted that electrical stimulation was no longer part of the plan of care. On (B)(6) 2006, the patient stated to the hcp that he had a severe headache after switching from o xycontin to methadone. The hcp was recently doing a series of lumbar epidural steroid injections to alleviate some of his persistent symptomatology. At that time, the patient wished to proceed with the second in the series of three lumbar epidural steroid injectio ns as well as to try an occipital nerve block. He had classic occipital neuralgia on the right side strong at the base of the skull radiating down to the parietotemproal region. There were no complications. On (B)(6) 2007, the patient was examined for poor circul ation. A doppler, gray-scale and color-flow imaging of the bilateral lower extremity of the arterial system was performed. A normal waveform was seen throughout the bilateral lower extremity arterial system. There were no areas of focal narrowing or significant plague formation identified. Flow velocities were within the normal limits. No focal areas of stenosis. On (B)(6) 2007, the patient presented with the following prediagnosis and postdiagnosis: post laminectomy syndrome with residual radiculopathy. The patient underwent a procedure to remove the dorsal column pulse generator and two electrodes. There were no complications. Five intraoperative fluoro-store images of the lower lumbar spine and pelvis showed interval removal the scs. A different hcp reported that the scs failed.